Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead could not be placed due to the patient's anatomy. The physician could not get contrast to pass through the catheter because of the encountered resistance. The lead was not implanted. No patient complications have been reported as a result of this event.